Event description:
Our affiliate reports that during a procedure, a portion of the distal tip of the anchor inserter broke off into the anchor and remains captured therein and buried well within the bone. Although the fragment was not able to be retrieved, the procedure was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
Although the complaint device has not yet been received for a failure analysis, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, "tip breakage" or "shaft bending", may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. Mitek is aware of and acknowledges this problematic issue. The phenomena is under study by the mitek qae group and whenever possible relative failure mode devices will be forwarded to the group to subsidize their study, also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When and if the complaint device is received here at depuy mitek it will be subjected to a root cause failure analysis. If the analysis identifies any other definitive root cause a follow-up report will be filed. Outside of this, no further actions are warranted at this time. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.